Event description:
It was reported that patient presented with far r over-sensing and inappropriate automatic mode switch noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended but were not yet reported to have been made. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.